Event description:
A customer called to report "hi" blood glucose reading for last few hours despite boluses. She had been wearing the pod approx 8 hours. She reported that she heard a clicking noise when filling with insulin. The customer was advised not the use pod if she hears clicking noises during fill in the future. She did not see blood or kinks on cannula when she removed the pod, and did not notice any wetness or smell insulin. She then was able to activate new pod and gave self a correction bolus. There were no further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.